Event description:
It was reported that while inserting the fourth and final screw, the ring popped out of the plate. The plate was removed and replaced.patient outcome: no adverse effect reported as a result of this event.